Manufacturer narrative:
Additional information was received indicating there was no patient involvement, issue found when technician was performing a check on the pumps. Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed no damage to the pump. The investigation found that the pump was over manufacturing specifications in three separate delivery accuracy tests. Based on evidence and investigation, the complaint allegation was confirmed. The expulsor was replaced.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the deviced had infusion rate issues. It is unknown if there was patient, or clinician injury associated with these occurrences. No further details provided at this time.